Event description:
Iabp(intra-aortic balloon pump) catheter malfunction. Non-user malfunction/defect. Iabp console was getting an error message related to iabp helium tank. The team changed out the console and exchanged it but was unable to troubleshoot. Iabp catheter was exchanged for a new one and had no issues.